Manufacturer narrative:
(B)(4). Customer returned incorrect meter - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not in the bathroom. The test strip lot manufacturer's expiration date is 08/19/2017 and open vial date is in (B)(6)2016. The meter memory was reviewed for previous test result history: (B)(6). He was also comparing his meter to another company meter. The customer takes medication to manage his diabetes. The customer also manages his diabetes with diet.